Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic cramps") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thirst ("intense thirst"), dry mouth ("dry mouth"), cough ("dry cough"), nasal dryness ("dry nose"), menorrhagia ("hemorrhagic periods"), vaginal discharge ("brownish vaginal discharge"), loss of libido ("loss of libido"), abdominal distension ("swollen abdomen/ bloating"), weight increased ("weight gain"), poor quality sleep ("bad sleep"), joint crepitation ("cracking joints"), headache ("intense headaches"), dry eye ("dry eyes"), dry skin ("dry skin"), abdominal bruit ("murmur in abdomen") and speech disorder ("elocution"). Essure treatment was not changed. At the time of the report, the pelvic pain, thirst, dry mouth, cough, nasal dryness, menorrhagia, vaginal discharge, loss of libido, abdominal distension, weight increased, poor quality sleep, joint crepitation, headache, dry eye, dry skin, abdominal bruit and speech disorder outcome was unknown. The reporter provided no causality assessment for abdominal bruit, abdominal distension, cough, dry eye, dry mouth, dry skin, headache, joint crepitation, loss of libido, menorrhagia, nasal dryness, pelvic pain, poor quality sleep, speech disorder, thirst, vaginal discharge and weight increased with essure. The reporter commented: allergy tests to be performed on (B)(6) 2017, as well as blood test and abdominal ultrasound. Removal request in process. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.